Event description:
The customer reported that the stenoscop system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The integrated cable and monitor cable was repaired during the service call.